Manufacturer narrative:
It was reported that a revision was needed to replace a creo rod was found broken post operatively. The investigation is still ongoing. Nothing could be determined as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace a creo rod was found broken post operatively.